Event description:
It was reported that when flushing saline it came out of the secondary port off the side. It was stated this poses a great safety risk as it is not a closed system which can lead to infections of the blood stream. "It seems when a caresite valve is screwed on it often causes a crack and so fluid leaks leaded to a break in the closed system."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked infusion set y-site luer was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was two 20ga x 0.75¿ powerloc max safety infusion sets with y-site. The first sample (sample 1) exhibited usage residues throughout. Needleless injection caps were attached to both luer adapters. A longitudinally aligned split was observed in the y-site, extending from the orifice past the attached accessory. Microscopic inspection of sample 1 revealed that the split occurred along a molding weld line. The split surfaces were dull and granular. Sample 2 was received in its original sealed packaging. The sample was unused. Microscopic inspection of sample 2 confirmed a molding weld line in the y-site but was otherwise unremarkable. The crack occurred along a feature caused during the molding process. The device is a supplied component and corrective actions have been implemented by the supplier. The complaint sample was manufactured prior to implementation of those actions.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asdwf081 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when flushing saline it came out of the secondary port off the side. It was stated this poses a great safety risk as it is not a closed system which can lead to infections of the blood stream. "It seems when a caresite valve is screwed on it often causes a crack and so fluid leaks leaded to a break in the closed system. "